Event description:
Customer states the pump stops during an ongoing infusion due to error 35. Device history record was reviewed. No event linked with the reported issue was observed. The device history log was reviewed and error 35 was confirmed, so the history log data confirms the events described in the complaint. The reported device was not sent back to brézins for investigation. Error 35 is a known problem (motor period error), it occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate; it can be triggered randomly. Upon investigation of previous cases about error 35, it was confirmed that this issue is due to a software dysfunction. A pr has already been created and implemented to perform further analysis. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.